Event description:
It was reported that during a breast biopsy, it was impossible to obtain sample. Another like device was used. There was no adverse patient consequence.

Manufacturer narrative:
Information not available, device not returned for analysis.